Event description:
A malfunction alarm was reported by the customer, identified as a software error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if any future malfunctions occurred.